Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2019. Product type pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone at unknown concentrations and doses via intrathecal infusion pumps for non-malignant pain and spinal pain. It was reported that the patient wanted to know how they could get a ¿telemetry strip¿. It was stated that the patient was trying to find a new hcp because their hcp had "disappeared 3 times in the 12 years I've had a pump". It was stated that the patient had 2 pumps for different areas of their spine. It was stated that the patient was seeing an hcp that wanted to put the patient on pills, "but that's the reason I have the pump" so the patient doesn¿t take pills. It was stated one of the patient¿s pumps was replaced due to normal battery depletion. It was stated that 6 months after replacement the patient had an increase in pain in the lower back, so a dye study was performed. It was reported that for 3 days the patient went into overdose and it was stated that the hcps ¿didn't want to accept responsibility so they said it must have bene withdrawal". It was reported that the pump then started alarming and that the hcp didn¿t provide answers as to the source of the alarm, provide a ¿telemetry strip¿, or let the patient see the screen. The alarm was silenced and 24 hours later the alarming started again. It was not known if it was the same pump or the other one alarming. It was stated that the pain was ¿unbearable¿ and the patient was put on psychotic drugs. It was stated the patient didn¿t like how prescription drugs made them feel and ¿it was not helping the pain¿. It was stated that the patient¿s hcp told them what the people at the office had to go through to get a prescription and the patient indicated they wanted a new hcp. It was stated that no hcp would see the patient due to who their managing hcp was and that they have 2 pumps. The patient declined hcp listings. No further complications were reported.